Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose level was 41 mg/dl at the time of incident. Customer's current blood glucose level was 149 mg/dl. The customer reported that they received treatment from emergency medical services and visited emergency room on unknown date due to low blood glucose level. Customer stated their son forgot to rewind the insulin pump while changing the infusion set and reservoir and might have given 100 units of insulin. It was unknown if the customer was using auto mode or not at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose level was 41 mg/dl at the time of incident. Customer's current blood glucose level was 149 mg/dl. The customer reported that they received treatment from emergency medical services and visited emergency room on unknown date due to low blood glucose level. Customer stated their son forgot to rewind the insulin pump while changing the infusion set and reservoir and might have given 100 units of insulin. It was unknown if the customer was using auto mode or not at the time of incident. The insulin pump will not be returned for analysis.